Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the radiofrequency head connector on the link electronic module board, the lower case, bulkhead, overlay/bezel assembly and display were corroded. It passed its functional and bench tests but is to be scrapped due to the corrosion. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.